Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Bevel cut damages patient's skin, as the puncture cut is not good. The catheter breaks inside the vein even with the cone filled, transfixing the vein, and we have to make more than 3 attempts. We're having the same problems with the n°20 catheter too. Additional information received on 12/04/2024: is there any patient impact, if yes, please explain in details? Yes, because you end up having to pierce the patient more often, thus causing discomfort for the patient. Is the needle bevel cut poor or needle tip damaged? The cut on the needle bevel is bad. Can you confirm if the catheter (silicone) broke during insertion process? No. Could you please share the photo samples related to this event? Unfortunately I don't have any. Can you please confirm the date of event? 01/12. Was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail). No. Was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken. (Detail). No.

Event description:
Additional information: is there any patient impact, if yes, please explain in detail? Yes, because you end up having to pierce the patient more often, thus causing discomfort for the patient. Is the needle bevel cut poor or needle tip damaged? The cut on the needle bevel is bad. Can you confirm if the catheter (silicone) broke during insertion process? No. Was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail) no. Was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken. (Detail) no.

Manufacturer narrative:
The additional information provided by the customer results in a change in failure capture. Needle bevel orientation being incorrect is not MDR reportable. Correction: cancel MDR.